Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During use, the opticross catheter broke into two pieces and was leaking from the middle. There were no patient complications. It was later reported that the opticross imaging catheter was advanced to the 80 percent stenosed target lesion in the coronary artery when the physician noticed the ivus image was not coming through. This is when it was noted that the catheter was broken into two separate pieces.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During use, the opticross catheter broke into two pieces and was leaking from the middle. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. Visual and microscopic inspection of the device showed the sheath was kinked, and the imaging window and anchor housing were detached. The device was unable to go through functional testing due to the detachments. Regarding the anchor housing detached, it likely suffered important forces due to the handling of the device during the procedure, which could have caused the detachment. Regarding the partial/complete imaging window detachment, these are prone to occur in the lap joint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused on the least rigid material (imaging window). These kinds of detachment are related to the design characteristics of the device. Regarding the observed kinked sheath, this could occur due to the reported anatomical factors in the procedure, during the advancement maneuvers; since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During use, the opticross catheter broke into two pieces and was leaking from the middle. There were no patient complications reported. It was later reported that the opticross imaging catheter was advanced to the 80 percent stenosed target lesion in the coronary artery when the physician noticed the ivus image was not coming through. This is when it was noted that the catheter was broken into two separate pieces.